Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # 278c40. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the nozzle dent on the fin and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event log: 2nd clinical firing went from clamped to counting a complete transection. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event of power_intermittent and the damage noted on the nozzle. The event described of damaged cartridge and articulation locking could not be confirmed as the device fired as expected and reload was not received. A manufacturing record evaluation was performed for the finished device batch number 278c40, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. D4: batch # unk.

Manufacturer narrative:
(B)(4). 4/11/2023. Batch # unknown. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that on the first firing attempt the safety was removed but the device would not fire. Surgeon opened then closed the device and the device fired as expected. Staple line was intact, and staples were fully formed, and the cut line was clean. On the second firing with a blue reload and buttress that as the knife was advancing something blue could be seen moving in the small window on the proximal end of the endofector. On the third firing the articulation was ¿very jumpy¿ and not as smooth as normal. Device was articulated during every firing. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.